Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain what tissue was being approximated/ sutured? Please clarify if event date is correct, since alert date is 5/23/2022 and event date is (B)(6) 2022. All answers above are unknown. Once there is any update, we will update the information. MFR retained sample analysis: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of sop-(B)(4) and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that suture broke during knotting in the surgery. The customer feedback that the suture broke easily when it was pulled slightly. Resulting in the delay of the surgery process. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.